Event description:
It was reported that the user experienced a pairing failure when attempting to connect a freestyle libre 3 plus sensor to the ilet, which resolved after an ilet restart and the device displayed a standard warm-up countdown; the issue aligned with a communication failure associated with the antenna component of the electrical and magnetic system. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of user-provided information. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.